Event description:
The customer called about an error code that he rec'd on his meter. While troubleshooting, it was thought the meter was out of range during the check standard. The meter was returned for eval, and a replacement meter was sent. When the qa lab rec'd the meter, it was discovered the meter was set in mmol/l. The meter performance was satisfactory during control testing.

Manufacturer narrative:
The complaint was not made a potential until the qa lab evaluated the meter and discovered it was set in mmol/l. Because of this, the medwatch form will be submitted past the 30 day window.